Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The issue reported by the customer regarding obstruction was confirmed since the conditions of the hemostatic valve could be related to the issue reported. It seems to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that the consultant was unable to fit the introducer through the sheath, just seemed to stop and wouldn¿t go any further. Had to use another sheath. The consultant did say she saw something white in the handle after the opening which could have been a bit of plastic. This initial report of an obstructed sheath is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 12/14/2020, the bwi product analysis lab received the complaint device for evaluation. On 1/12/2021 during product evaluation, the hemostatic valve was dislodged inside the hub. This finding is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 1/12/2021 and reassessed it as MDR reportable.